Event description:
It was reported that a revision surgery from the left hip was performed for pain and elevated metal ions.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head & modular sleeve were removed. The acetabular cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The intraoperative report indicated advanced reactive adverse local soft tissue response, diffuse synovitis and mild trunnionosis. There was an advanced debris of reactive tissue within the hollowed out portion of the birmingham 50 mm femoral head. The pathology report indicated fibrinoid necrosis and chronic inflammation. It cannot be determined to what extent the patient¿s multiple falls had on his pain and clinical status. The pain, elevated metal ions, effusion, inflammation and trunnionosis are consistent with findings associated with adverse local tissue reaction, however; the root cause of the reported reactions cannot be determined and it cannot be concluded that the reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information device identification and device manufacture date.